Event description:
The pump was reported to overinfuse during clinical use. The pump was progammed to infuse a 50ml bag of insulin at a rate of 10ml/hr. The entire bag reportedly emptied in approx one hour when the pumps display read there was still 43ml left to infuse. No medical intervention was needed and no pt injury resulted. The device was not tested in biomed. No specific pt info was available and the tubing product code and lot number in use is not known.